Manufacturer narrative:
The device was discarded and unavailable for investigation. Therefore, we could not conclusively determine the root cause of the reported incident. Due to the nature of the device and the procedures it is being used for, the reported issue is a known complication of using the product. It is possible that procedural factors/anatomical features such as calcification, or plaque caused/contributed to the reported issue. As stated in the IFU: "exercise caution when encountering extremely diseased vessels. Arterial rupture or balloon failure due to sharp calcified plaque may occur. Avoid extended or excessive exposure to fluorescent light, heat, sunlight, or chemical fumes to reduce balloon degradation.". The lot history record for the device was reviewed. No issues were found during manufacturing or packaging that would cause or contribute to the reported event. This is report 1 of 2 related to the first catheter used in the event.

Event description:
It was reported that during a carotid endarterectomy (cea) procedure, the shunt was placed and balloons inflated in accordance with standard protocol. A few minutes after proper insertion and inflation, the distal (blue) balloon ruptured unexpectedly. Despite the rupture, there were no changes in the patient's vital signs. The patient remained stable throughout the remainder of the procedure and was reported to be in good condition post-operatively. No injury was sustained as a result of the event. This is report 1 of 2 related to the first catheter used in the event.